Manufacturer narrative:
(B)(4). H3 device evaluation summary: the actual device component was identified as product code z509g. A fracture was not observed on the needle; therefore, no additional analysis was performed. The manufacturing records couldn¿t be reviewed as the batch number is unknown. The evaluation of pc-000488115 revealed the needle was not fractured.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown chest/thoracic surgery on (B)(6) 2019 and the suture was used. During the procedure, the needle was broken at the body part before use. No broken piece was dropped in the patient¿s body. There were no adverse consequences reported.